Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the device came out the same day it was put in and was not working. Patient was reportedly going to be seen by their health care professional on (B)(6) 2018 to have the procedure redone. No further complications reported/anticipated.